Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient noticed that the battery clip connector was not correctly fixed inside, as it is possible to remove the threaded connector that the system controller power lead is connected to. The battery clip was exchanged and no further issues were reported.

Manufacturer narrative:
The manufacturer is attempting to acquire the suspect battery clip for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. The report of a loose battery clip threaded connector was addressed through the manufacturer's corrective/preventative action system and an urgent medical device recall (2916596101409-001r) was issued.